Event description:
A malfunction alarm with the code malf 12 occurred, but there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappears. The customer acknowledged and understood these instructions.